Manufacturer narrative:
(B)(4) pt info) unknown as information was not provided. Weight) unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a celect filters. Expiration date: unknown as lot# is unknown. Since the catalog# is unknown the 510(k) could be either k061815, or k073374, or k090140, or k112119, or k121629, or k121057. Investigation is still in progress.

Event description:
Description of event according to complainant: after obtaining right jugular vein access physician attempted to retrieve filter out of right iliac vein without success. He tried both the gtrs and clover snares. He switched to a guiding catheter and an angled 12f rcfw sheath without any luck. Last image of the filter shows the hook tilted against the right lateral wall. Physician then attempted to retrieve the second filter from the left iliac vein. First he tried using the gtrs without success, then the clover snare, again without success. He finally placed a 6f gooseneck snare through the sheath and attempted retrieval, but got the snare tangled up in two of the filter's secondary legs and got stuck. He was about to call in endoscopy to attempt to snip the snare loop using bronchial clips by femoral access which had been prepared, but decided to try a smaller, 4f gooseneck snare. He inserted this snare along side the original snare and was able to snare the filter hook and cover the filter and retrieve it. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Filter in right iliac still in position.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a celect platinum filters. (B)(4). Summary of investigational findings: according to description of event the filters were placed in each of the common iliac veins due to mega cava, but according to IFU the celect(-pt) filters are intended to be placed in the inferior vena cava. Since the filters were originally placed in the common iliac veins, it is difficult to comment on the reported filter tilt, which led to retrieval difficulties and since no imaging from the filter placement is provided, it cannot be determined if the tilt of the filters had changed after deployment or if they were initially deployed with this degree of tilt. The filter hook was against the common iliac vein, but there is no mention of any additional advanced techniques in attempting to free or displace the hook from the lateral vein wall. The filter was retrieved by snare and the patient did not experience any adverse effects due to this occurrence. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description of event according to initial reporter: after obtaining right jugular vein access physician attempted to retrieve filter out of right iliac vein without success. He tried both the gtrs and clover snares. He switched to a guiding catheter and an angled 12f rcfw sheath without any luck. Last image of the filter shows the hook tilted against the right lateral wall. Physician then attempted to retrieve the second filter from the left iliac vein. First he tried using the gtrs without success, then the clover snare, again without success. He finally placed a 6f gooseneck snare through the sheath and attempted retrieval, but got the snare tangled up in two of the filter's secondary legs and got stuck. He was about to call in endoscopy to attempt to snip the snare loop using bronchial clips by femoral access which had been prepared, but decided to try a smaller, 4f gooseneck snare. He inserted this snare along side the original snare and was able to snare the filter hook and cover the filter and retrieve it. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Filter in right iliac still in position.